Event description:
Patient needed a pacing wire. The hemostasis valve leaked while patient was bleeding "profusely". The physician switched out the sheath 3 x but had the same result. The patient reportedly coded during the event. No further clinical details provided but are being pursued. No other patient complication or sequelae reported at this time.

Event description:
It was reported that pt needed a pacing wire. The hemostasis valve leaked while pt was bleeding "profusely". The physician switched out the sheath 3 x but had the same result. The pt reportedly coded during the event. No further clinical details provided but are being pursued. No other pt complication or sequelae reported at this time.